Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for device interrogation, the right ventricular lead exhibited non sustained right ventricular oversensing of noise episodes via merlin transmissions. Lead revision was discussed. The patient was stable.